Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional h6 code that was inadvertently left out in the previous report. Updated field: added break (a0401). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - lot #, d9, h3, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
During a therapeutic total laparoscopic hysterectomy, the bottom jaw broke off and fell inside the patient. The user was able to retrieve the fallen part from the patient using a grasper. The procedure was completed with a backup device. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.